Event description:
It was reported that while doing a premature ventricular contraction (pvc) ablation in the left ventricle the patient's oxygen saturation levels dropped. Flash pulmonary edema was suspected at that time and the patient was intubated. The patient became hypotensive and a pericardial effusion was identified by intracardiac ultrasound. Pericardiocentesis was performed and fluid was removed from the pericardial space. The patient was stabilized and transferred to intensive care unit (ICU) for observation. Additional information was requested to the customer to obtain detailed information regarding the event and it was stated that the physician was retrograding into left ventricle with the ablation catheter. Ultrasound catheter was in the right ventricle. After large and violent coughing (believed to be from pulmonary edema), the patient was intubated. After this event a pericardial effusion was observed. The outcome of the adverse event was reported as improved. The prognosis for the patient was good and the physicians¿ opinion regarding the causality of the event was possible device and procedure related. According to the physician he didn¿t consider that this event was caused by any bwi product malfunction.

Manufacturer narrative:
The product was not returned to bwi for analysis as initially was reported. However, device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (b)94); c3 cs refstar ¿ deflectable us catalog #: r7f282ct lot #: 15784738m; webster 4 pole us catalog #: f6qa252rt lot #: 15770478m; webster 4 pole us catalog #: f6qa252rt lot #: 15345467m; soundstar us catalog #: sndstr10 OEM lot #: g3011926. (B)(4).